Event description:
It was reported that the user inadvertently delivered approximately 7 units of insulin by activating the fill-tubing function while still connected to the infusion set, after which he disconnected, treated, and later replaced the infusion set and cartridge. Symptoms included hypoglycemia with sweating and shaking and a documented glucose nadir of 50 mg/dl. Outcomes included recovery to 130 mg/dl after oral carbohydrate treatment with glucose tablets and juice, without hospitalization. Investigation included troubleshooting and user education on proper use of the fill-tubing feature and infusion set handling. Investigation of this case revealed user error related to operating the fill-tubing page while connected, consistent with an infusion set and cartridge use error that resulted in excess insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error.